Event description:
User experienced low sodium results for four pt samples. The following three pt examples were provided. Units of measure = mmol/l. Repeat testing occurred in 2008. Sample 1, initial 129; repeat 136. Sample 2, initial 130; repeat 137, sample 3, initial 131; repeat 137. Initial results were not reported. The field service rep determined the cause to be a problem with the sodium electrode, and replaced the sodium electrode. Performance tests were performed and within specification.